Manufacturer narrative:
The following fields were corrected: b1, b5 (event description), d2a (common device name), g2 (report source), h6 (patient codes, impact codes, device codes and conclusion code).

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted four days after implant date due to an unknown reason. No additional adverse events were reported. Additional information from boston scientific field representative provided that this insertable cardiac monitor (icm) migrated out of the surgical pocket a few days after implant. The patient underwent a surgical procedure to have a new icm device implanted. No additional adverse patient effects were reported. This icm device is not available for return.

Event description:
It was reported that this insertable cardiac monitor (icm) migrated out of the surgical pocket a few days after implant. The patient underwent a surgical procedure to have a new icm device implanted. No additional adverse patient effects were reported. This icm device is not available for return.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted four days after implant date due to an unknown reason. No additional adverse events were reported.